Event description:
The user facility reported the patient noted as high risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed in routine fashion, but it unable to flow above p-level p-2 without suction. The impella pump was re-implanted three times and despite volume and echocardiogram, fluoroscopy guidance for proper placement, the impella pump was still unable to flow above p-2. Pump flows increased when pulled into the aorta. Therefore, it was determined that it was not a pump motor issue. The patient's left ventricle cavity was very small and very short aortic root which caused the impella cp cannula to kink which was visible on fluoroscopy on the fourth attempt at implant. The decision was made to proceed with the case despite the inability to flow above p-2. Post pci procedure, the impella pump was removed without difficulty.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation for the low pump flow, delivery issues, and the introducer damage has been completed. Pump was not returned for investigation. Data logs were returned and reviewed. Low flows of 1.5l/min were seen at p9 along with multiple suction events. Per the clinical information provided, the patient had a small lv cavity and short aortic root causing the cannula to kink which resulted in multiple attempts of implanting the pump and getting optimal flows. The root cause of the low flow issue was most likely patient condition related to small patient vessels. In accordance with updated procedures, sections d6 have been revised from the initial submission.